Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual inspection showed that the handle had signs of the trip wire being secured to the post with the slack taken up. However, the ligator housing was not returned for analysis. No other problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed. Upon analysis, the device was returned without any damage to the handle, and it showed that the trip wire was properly secured to the post with the slack taken up. However, the ligator housing was not returned for analysis, so the most likely cause of the reported issue could not be determined due to lack of evidence. Without the ligator housing, it was not possible to check for any problem in the device.; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the last band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.